Event description:
It was reported that a patient presented with far r wave over-sensing and inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended, no adverse patient consequences were reported.